Event description:
On (B)(6) 2012, the patient underwent a trial procedure. During the procedure, the lead wouldn't produce any stimulation and the amplitude could not be increased. Impedence test results revealed no anomalies. As a result, another lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.